Event description:
It was reported that a physician was treating a (B)(6) female with a 40 mm atheromatous lesion in the sfa. A popliteal retrograde approach was used with the dabra catheter. The physician experienced access issues; the vessel was wired, the sheath inserted, and intravascular ultrasound was used. While using ivus, the physician pulled the sheath back to see more of the popliteal. When he tried to insert the dabra catheter it would not advance because the sheath had been pulled back too far. Access was gained a second time; when the physician started using the dabra with a buddy wire technique, just as it exited the sheath, it went behind of piece of plaque and perforated the sfa. The perforation was treated with balloon angioplasty without further complication. The physician stated that the perforation was due to the vessel access and the presentation of disease.